Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: a device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d low sorb ss 1.2m was occluded. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by customer that they are unable to prime lipids past the filter twice.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d low sorb ss 1.2m was occluded. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by customer that they are unable to prime lipids past the filter twice.